Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke in the patients bone.

Manufacturer narrative:
Alleged failure: screw broken. "After a detailed investigation it was identified that the root cause was down to user error and the technique used. The final report was submitted to (B)(4), confirmed receipt and acceptance of the root cause description feedback conclusion: user related". The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the screw broke in the patients bone.